Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted transformer, replaced the filament driver pcb and performed charger board calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed a precharge voltage error. No patient injury reported.